Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
It was reported that the a cadd legacy pump (B)(4) disconnected from the central line catheter. Blood was observed at the catheter site. The tubing was promptly clamped, and the pump, tubing, cassette, and IV connector were prepared for replacement. The patient successfully completed the replacement. Although the pump initially triggered a high-pressure alert, it was reset, and the infusion resumed without further issues. The infusion continued without issue. However, the patient expressed concern about a possible blood clot forming in the catheter. The patient had not been experiencing any side effects at the time, except lightheadedness. The medication had been administered via continuous infusion, but the set flow rate and volume delivered were unknown.

Manufacturer narrative:
H10: updated, no device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.